Event description:
It was reported prior to the da vinci surgical procedure, the steel wire at the tip of the permanent cautery hook instrument was broken. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm permanent cautery hook instrument was analyzed and found to have a broken pitch cable. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.